Event description:
A customer reported receiving a lower than feels reading of 61 mg/dl on her adc meter on (B)(6) 2012 between 7:30-7:45am and experiencing confusion, blurred vision and subsequent loss of consciousness. The paramedics were called and upon arrival, treated her on the scene with intravenous infusion of unknown type and transported to a healthcare facility where she was diagnosed with hypoglycemia, but denied receiving any medication that was not previously prescribed. In addition, customer reportedly self-treated by eating yogurt and candy to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.